Manufacturer narrative:
Title: hysteroscopic morcellator for removal of intrauterine polyps and myomas: a randomized controlled pilot study among residents in training source journal of minimally invasive gynecology, vol 15, no 4, july/august 2008. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
During a study performed from january 2005 through april 2006 to compare conventional resectoscopy and hysteroscopic morcellation among residents in training; it was documented that one patient had the procedure aborted prematurely because of an imminent fluid overload. The patient had been diagnosed before surgery with a submucous type I myoma and treated with the hysteroscopic morcellator. No complications were reported.